Manufacturer narrative:
Reliability analysis inspected 1 random partial sensor and performed continuity resistance test and sensor failed per specifications. Also found 1 of 2 insertion needles separate from sensor base, 1 remaining sensor is missing insertion needle. Unable to perform customer complaint due to customer returned sensors opened and used.

Event description:
The customer reported via phone call that the needle hub was stuck in the serter. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer on insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. Customer declined further troubleshooting. No further details given.